Event description:
The procedure was attempted in 2005. The surgeon was able to successfully cross the lesion with a guidewire; however, it should be noted that the pt's carotid vessel was remarkably tortuous. Therefore, the doctor, wanting to know if a stent could reach the lesion due to the tortuous vasculature, attempted to cross with a acculink. Upon learning that the acculink was unable to cross the lesion, the doctor stopped the procedure. The accunet filter was not used in this case, and according to the reporter, no stent was implanted inside this pt. However, following the procedure the pt did experience a stroke. Later that day, a neurologist evaluated the pt and observed "mild pure motor monoparesis of right upper extremity" as well as weakness in the left arm that has improved and mild dysalculia consistent with left parietal lobe dysfunction.

Event description:
The pt experienced mild pure motor monoparesis of right upper extremity and other neurological deficit(s) not captured by nih stroke scale: mild dyscalculia, consistent with left parietal lobe dysfunction. Received discharge summary that states in part: in 05 the patient had suffered a retroperitoneal hematoma and suffered blood loss anemia requiring 2 units of packed rbds on the next day. In the following day, the pt had no chest pain, no shortness of breath, no palpitations, the patient did complained of right arm heaviness and weakness without pain, her vital signs were stable. Her anemia improved. An MRI/mra were performed which demonstrated mild monoparesis of right upper extremity, the pt was able to ambulate unassisted. One day later, the pt was stahle and was discharged to home. The patient went undergo occupational therapy.

Event description:
It was reported that after the procedure and during hospitalization, the pt suffered a stroke. Delivery of the acculink was unsuccessful as the physician was unable to access and cross the lesion. The condition was not pre-existing and is continuing; however the pt outcome is improved.